Manufacturer narrative:
(B)(4) .

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the patient experienced a skin reaction from the sensor patch adhesive on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient described the skin reaction as itching, raised and bright red skin. Patient treats the affected area with cortisone cream, prescribed by her dermatologist on (B)(6) 2015, for the reported skin reaction. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.